Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional five devices with reported issues are filed under separate medwatch report numbers.

Event description:
It was reported that vessel puncture closure was attempted using nine proglide devices relative to an unspecified procedure. Reportedly, when firing, only the needles came out [cuff miss] with six proglides. The other three worked fine. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Analysis of the returned device revealed that guide break held by the actuator wire occurred. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported cuff miss could not be tested due to device components not being returned. A guide break was noted during visual analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.